Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch. We manufactured and distributed in the (B)(4) units of this code-batch. There are no units in our stock. We have received a closed sample for analysis and pictures showing a thread with splitting. We have tested the knot pull tensile strength of the closed sample received and the result fulfills the requirements of the european pharmacopoeia (ep): 1.36 kgf (ep requirements: 0.51 kgf in average and 0.15 kgf in minimum). Additionally, needle attachment strength test has been conducted on the closed sample received in order to discard a faulty needle-attachment during manufacturing process, but the result fulfills the requirements of the european pharmacopoeia (ep): 0.97 kgf (ep requirements: 0.46 kgf in average and 0.23 kgf in minimum). We have not found splitting on thread surface on the closed sample received before and after performing tests. Sewing test on artificial skin tissue has been conducted with the closed sample received and fraying/splitting does not appear when pulling the thread through the tissue. Visual appearance is the usual one as can be seen on enclosed pictures. Remarks: as indicated in the instructions for use of the product, when working with optilene® suture material, great care should be taken to avoid any crushing or crimping damage of the monofilament by instruments such as forceps or needle holders. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed sample received complies the european pharmacopoeia and b. Braun surgical requirements. Final conclusion: although the results of the sample received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed sample received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with optilene suture. The client reported that during the operation, the surgeon noticed that the suture is delaminated. The suture was immediately replaced by another.